Manufacturer narrative:
Zimmer biomet complaint (B)(4). The device will not be returned for analysis as it was discarded; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2020-00156. Medical products: pectus system 15 pectus support bar, part# 01-3715, lot# unk. Pectus system elongated pectus stabilizer, part# 01-3801, lot# unk. The user facility is foreign; therefore, a facility medwatch report will not be available. Foreign report source: (B)(6).

Event description:
It was reported a pectus bar and stabilizer was removed in a revision approximately eight months post-operatively after the bar slipped out of the stabilizer. The devices were removed and were not replaced. Twelve to eighteen months following the revision, a ravitch procedure is planned. No additional patient consequences were reported.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is confirmed. The two (2) elongated pectus stabilizer (part# 01-3801, lot# unk) were not returned for investigation; therefore, no inspections or functional testing could be conducted. Scans were provided, which show that the pectus support bar had disengaged from one of the two stabilizers and that stabilizer also appeared to be loose on one side. The DHR for this device could not be reviewed due to the lot numbers remaining unknown. There are no indications of manufacturing defects. For this part (01-3801) and the previous one year (from the notification date) regarding the migration of the implant, there is a complaint rate of (B)(4) which is no greater than the occurrence listed in the application fmea. The most likely underlying cause cannot be determined. It is possible that the patient's excessive movement caused the suture to come out of the stabilizer allowing the pectus bar to move. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.